Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after 3 years the patient's subtrochanteric fracture had not healed. As a result, the stem fractured and the patient was revised.